Manufacturer narrative:
The subject otv-s190 was returned to olympus for evaluation. Olympus could not confirm the phenomenon. Olympus checked the condition inside the video connector socket of the subject otv-s190. The inside of the video connector socket was the following condition. The electrical contact corroded. Dust was stuck in the electric contact. This phenomenon might be attributed to conduction failure between the scope and the otv-s190 because the dust or the corrosion of the electrical contact might interrupt connection between the two devices temporarily. Olympus also checked the device history record of the subject device, and there was no irregularity found. The instruction manual already stated notifications of electrical contact handling.

Event description:
During the transurethral ureterolithotripsy with the subject otv-s7v, the image of the skin was shown as a blue image on the monitor. The white balance adjustment has been completed by the user facility, but the image did not come to normal. The user facility replaced the subject otv-s7v to another system to complete the procedure. When the user facility inspected the subject otv-s7v before the procedure, the image of the normal color bar was shown to the monitor. There was no report of the patient injury other than replacing the device.